Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician positioned the right ventricular lead more than twenty times, but could not find a position with acceptable pacing threshold results. The lead was not used and a non-MRI compatible system was implanted. No patient complications have been reported as a result of this event.